Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine had burnt wiring to the power supply power switch to the power control board. Upon follow up, the customer confirmed the reported issue and said that the issue was noticed during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power switch and power cable were the original fresenius part on the machine. The bmt reported that there was visible melting, burning, charring and blackened parts. There was no smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 36,557 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power switch and cable, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The parts are reported to be available to be returned to the manufacturer for physical evaluation

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.